Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the heat sink assembly being installed incorrectly could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
While inspecting a returned olympus evis exera iii xenon light source loaner device, it was discovered that the heat sink had been incorrectly installed. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in the event section, the heatsink assembly had been incorrectly installed and was not included in the return. Additionally, the scope socket and bottom chassis were both found rusted. The top cover was bent, and the front panel was discolored. If additional information becomes available following the device evaluation, a supplemental report will be filed.